Manufacturer narrative:
The ge service representative conducted an onsite investigation. The cine bridge printed circuit board was replaced. The system was tested and is operating as intended.

Event description:
The customer reported that the cine playback would not work. No patient injury was reported.